Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to problem isolated to the keypad assembly.